Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl and ketones were present. The customer went to the emergency room (ER) and was treated with intravenous fluids and insulin. The cause of the high bg was not known. The customer left the ER in stable condition. The customer stayed with a relative for approximately a month for additional care. At the time of the report, the customer was feeling better and had reverted to using a non-tandem pump for insulin therapy.